Event description:
The subject indicated that the brush head fell off into their mouth and went down subject's throat. Subject was unsure if they bit down on the brush head. Subject informed the consumer services rep that subject went to the emergency room and x-rays confirmed that the brush head was still lodged in their throat. The doctors informed subject that subject should pass the brush head within one (1)-three (3) days.